Event description:
It is reported that the pt was revised due to loosening.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. A returned x-ray in the ap view, dated (B)(6) 2015, appears as though the tibial plate developed a downward slope in the medical direction. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that"loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determined with the info provided.